Manufacturer narrative:
The initial MDR 2432235-2018-00216 was filed on 31-may-2018. Corrected information (19-jun-2018): section b5 and b6 of the initial MDR indicated that the incorrect hbsag result released from the centralink data management system was negative. As per the clarification received from the customer, the incorrect result being released to the physician was positive, as the customer did not follow advia centaur hbsag instructions for use and customer bulletin 084d0025-05 rev. D to perform a confirmatory testing and apply a manually revert action prior to releasing the result. Sections b5 and b6 have been updated with this information. Additional information (19-jun-2018): the customer ran the patient sample for hbsag on the advia centaur instrument and obtained a reactive result. As per advia centaur hbsag instructions for use, "samples with an index value of greater than or equal 1.0 but less than or equal to 50 are considered reactive (positive) for hbsag. The test must be repeated in duplicate. If 2 of the 3 results are nonreactive, the sample is considered negative for hbsag. If at least 2 of the 3 results are reactive, the sample is repeatedly reactive, and the presence of hbsag should be confirmed with the advia centaur hbsag confirmatory assay, additional hbv marker assays, or another approved confirmatory method." Additionally, as per customer bulletin 084d0025-05 rev. D, when the third result does not match the first two results, the customer must apply a manually revert action prior to releasing the result. The customer repeated the samples in duplicate but did not perform a confirmatory testing. The customer also did not follow the customer bulletin 084d0025-05 rev. D for applying manual revert function. The cause of the incorrect result being reported to the physician was due to the use error.

Event description:
The customer reported that an incorrect hepatitis b surface antigen (hbsag) interpretation result was released by a centralink data management system. The customer ran the patient sample on an advia centaur instrument and obtained a reactive result. The customer repeated the samples in duplicate. The first replicate resulted reactive and the second replicate resulted non-reactive. The customer reported positive result to the physician(s). The physician obtained a new sample draw from the patient and tested it on an unknown instrument, which resulted non-reactive. The physician questioned the positive result. The customer repeated the original sample on the advia centaur instrument, which resulted non-reactive. The non-reactive result was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the incorrect hbsag result being reported to the physician(s).

Manufacturer narrative:
A regional support center (rsc) specialist dialed into the customer's system remotely and reviewed the centralink and laboratory information system screenshots. The rsc specialist determined that the incorrect result was manually validated by the operator and not auto-validated by the centralink. The rsc specialist verified that the centralink rule is performing as expected and reflexed the (B)(6) revert test, which indicates that the current result needs to be reverted prior to validating. The rsc specialist created an indicator test called revert (this function allows you to revert all requests of the selected sample to their previous result) that will give a norm severity of 10 and highlight in yellow when any of the ID assay_revert tests are auto-reflexed via the algorithm. The rsc specialist also provided customer bulletin (B)(4) for ID assay with centralink to the customer. The rsc specialist determined that the potential cause of the incorrect result being released was due to the use error. The system is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer reported that an incorrect (B)(6) interpretation result was released by a centralink data management system. The (B)(6) interpretation result was released as (B)(6). The issue occurred for (B)(6) 2 of 3 algorithm rule. The results were received from an advia centaur instrument. The current result was listed as the incorrect value. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to incorrect (B)(6) result being reported.